Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once the investigation results are available.

Event description:
Customer reported that their precision xtra blood glucose monitor would not power on properly when a test strip was inserted. As a result, the customer was not able to properly monitor their blood glucose. The customer then reported feeling dizzy, and felt like they were experiencing hot flashes and spasms throughout their body. The customer then reported losing consciousness, and after regaining consciousness, the customer reported having a black eye and bruising all over their body. The customer ate a sandwich, candy, and drank orange juice in order to stabilize their glucose.